Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open bleeding sore under the front and side electrodes. There was no alleged device malfunction contributing to the wound. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the wound. Reporting out of an abundance of caution. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.